Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure/defect could be confirmed. The user interface holder was replaced and the ventilator was returned to clinical service. The consequence to this kind of mechanical damage is that the user interface gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is, that the user interface has been exposed to a mechanical force greater than it¿s designed to sustain.

Event description:
(B)(4)

Event description:
It was reported that during routine check, the user interface holder broke. There was no patient involvement. (B)(4).